Manufacturer narrative:
Concomitant medical products: 350974 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a possible fracture. The lead was oversensing - which appeared incorrectly as ventricular tachycardia (vt) episodes - and noise was noted on the pace/sense channel. The lead was explanted and replaced. No patient complications have been reported as a result of this event.